Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 09/12/2016. The device has been returned and evaluated by product analysis on 08/17/2016 with the following findings. During investigation, the pump was powered on to a blank display. The oled was found to be cracked. A test display was installed and operated properly. Unrelated to the original complaint, moisture was observed in the battery compartment. A leak test was performed and failed due to a crack along the side of the battery compartment. The pump was opened to find no moisture. The complaint of a dim, faded display was not able to be adequately investigated due to the blank display.